Manufacturer narrative:
Final analysis found a circuit anomaly which likely contributed to the reported premature battery depletion.

Event description:
It was reported that the pulse generator could not be interrogated and exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014. The patient was doing fine during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.